Manufacturer narrative:
H3 - on 1/24/97 all info was forwarded on the MFR for investigation. The affected drain sample was received with a 100cc reservoir attached. Visual inspection showed drain fracture at silicone tubing at approx. 5 inches from hub area. The drain showed a longitudinal cut at one side of the button tube. Microscopic examination showed jagged edges of the fracture site. The characteristics of the fracture site are similar to those caused by nicks or punctures. The minimum tensile strength specification for this tubing is 750 psi. The recommended force to use during implantation or removal of this device should never reach this value. The product data sheet defines instructions for use, complications/warnings. These include nicking, suturing and tissue ingrowth.

Event description:
During a gastric bypass the tubing broke apart 5" from the proximal end of the drain while being removed from the pt's abdomen. The pt was taken to the operating room for removal of the retained drain. One add'l day was added to the hosp stay.